Event description:
It was reported by the manufacturer representative that during a revision procedure for the ipg, the device was found to be fractured. The device was left intact, in situ. To address the issue, surgical intervention may occur in the future. Therapy was restored using a second lead post operatively.

Manufacturer narrative:
Correction: d4 primary unique device identification (UDI) number. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: b5 and h11. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Common device name: kit implantable slip tip lead, model:mn10450-50a UDI: (B)(4), serial: n/a, batch: ab2286.

Event description:
It is unclear which lead fractured.